Event description:
A malfunction on the customer's insulin pump was reported by the caller. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.